Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient had endocarditis within a week of implant. The patient was hospitalized and the device was explanted. It was noted that the patient is part of the observe clinical study. No further patient complications have been reported as a result of this event.